Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and attached to the instrument. A shallow knife impression was observed along the cutline impression in the cutting ring with the ring found to be partially severed. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the pushers advanced. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in una cceptable staple formation and/or incomplete knife cut. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a rolux-en-y procedure, the surgeon anastomosed, then checked the device's ring and found it was resected properly on the anvil side but found the ring was not doughnut-formed at the instrument side. There was no problem with leak test. There was no patient injury.